Manufacturer narrative:
(B)(4). Batch # m5262y. The analysis results showed that one ecr60g reload was received fully fired, with the pan detached from the cartridge. No further functional testing could be performed due to the condition of the reload. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: when did this problem occur ¿ preop ¿ during use ¿ post op- n/a? During case. What is the product code of the device? See report. If the reload was opened new and inserted into the device, please provide the code and lot for the reload. See report. Was there any adverse impact to the patient ¿ if yes, describe. No. The following information was requested, but unavailable: what was meant by ¿staples came apart from the device¿? Did the staples fall out of the cartridge? Was there damage noted to the cartridge?

Event description:
It was reported that the reload staples came apart from the device (green part). The metal portion was stuck inside the device. No further information is known at this time. There was no adverse consequence to the patient reported.